Manufacturer narrative:
Analysis of the system controller log files that were provided confirmed elevations in power and flow; however, a direct correlation between the left ventricular assist system (lvas) and the patient¿s elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Additionally, no external power and controller fault alarms were confirmed through analysis of the submitted log files. A specific cause for the controller fault alarm could not conclusively be determined. The no external power alarm appeared to be the result of both power cables being disconnected at the same time. The patient remains ongoing on lvas. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 54 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for subtherapeutic inr, and that elevated pump flow estimations were observed. Log file analysis completed by the manufacturer¿s technical services representative revealed an increase in power and flow estimation. On (B)(6) 2017, it was reported that patient was noncompliant with anticoagulation medications. Integrilin and heparin infusions were initiated. Lactate dehydrogenase (ldh) normalized to the 200s u/l. Integrilin was discontinued with the plan to discontinue heparin as well. No additional information was provided.